Event description:
The customer called to report a button error alarm. The customer stated that the insulin pump had been submerged in water two days prior. Troubleshooting was performed. The customer stated that she did not press the buttons for more than three minutes. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify the button error alarm, due to the blank display.